Event description:
It has been reported to philips that the allura system did not boot up. The system was not in clinical use. No harm has been reported to philips. A philips service engineer inspected the system on site and it was identified that the hard disk was faulty. The software disk has been replaced and the system was returned to use in good working order. Philips has continue to investigate of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system does not boot up with blue screen error. Upon further troubleshooting action, field service engineer (fse) found issue with software hard disk. The fse replaced the software hard disk. After replacement of software hard disk, the system was returned to use in good working order. Codes were updated based on the investigation outcome. The evaluation method code was corrected.